Event description:
The customer reported an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit of the assay, for one patient involving access 2 immunoassay system. The result prompted the customer to perform a retest on the patient's sample. After additional sample testing on the original and an alternate access 2 immunoassay system, the customer determined an erroneously low troponin I result, within the normal reference interval, was obtained on the alternate access 2 immunoassay system. The customer stated retest of the sample on the original access 2 system matched the initial result. The erroneously low result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer stated quality control (qc) was performed and was within range. The customer typically performs qc once daily. The customer retested all patient samples back to the last good, acceptable qc and all were correct. The customer did not send any data to beckman coulter, inc. And customer technical service (cts) advised the customer to run a system check to verify hardware. Upon follow up, the customer stated recalibration was performed, and all qc was within range. In conclusion, the cause of this event is unknown and could not be determined.